Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that during a phacoemulsification phase of a cataract surgery with intraocular lens implant procedure, the handpiece heated and a female patient age (B)(6) experienced a corneal burn on her left eye. Medication therapy was initiated at the time of the adverse event. Corneal suture was placed. The surgery was completed. Drops and ointments were prescribed for treatment. At the time of this report, the patient's symptoms are continuing, post-operative astigmatism. A keratoplasty is planned. Additional information has been requested and received.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: 'this patient is a (B)(6) female patient who had cataract surgery on the left eye (os). The customer reported that during sculpting a corneal burn occurred, which resulted in wound gap and leakage. Sutures were required to seal the wound. This was listed by the surgeon to have been "severe" and an 'opacity' was noticed. The surgeon has also stated that the burn is 'accompanied by an astigmatism, which is not expected to resolve on its own.' Pre-operative information: the patients' ocular history included glaucoma. There was no relevant medical history listed on this patient, however. Best corrected & uncorrected visual acuity (bcva / ucva) os: 20/70. Refraction os: +2.00(d) diopters completed. The cataract was categorized as: n2+ ao. Peri-operative information: the patient's treatment was listed as "celestone cronodose, subconjunctival ant inflammatory." The surgeon has also indicated that the corneal structure required surgical intervention. The surgeon has attributed the handpiece with "abrupt increase in temperature" to have caused the reported event. Post-operative information: bcva/ucva: 20/200. Refraction os: cylinder out of mid-range. Notes state: "without recent astigmatism -1.24 to 640" os. Planned intervention post cataract surgery is listed as keratoplasty. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase." The system and the handpiece were both examined. The company representative did not indicate finding anything that could have contributed to the reported event. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on february 8, 2011. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. The manufacturer internal reference number is: (B)(4).